Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) exhibited fluid leakage due to a hole. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually and microscopically inspected. A tear was identified at the sphere-adapter junction consistent with fatigue. The balloon did not pass the leakage testing. The cuff was visually inspected with no damage identified and passed the leakage testing. The pump was visually and microscopically inspected with no damage identified. The pump passed the leakage testing. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected based on the damage to the balloon.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) exhibited fluid leakage due to a hole. The device was explanted and replaced. No patient complications were reported.